Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. There was a reported delay to the procedure of fifteen minutes due to this issue. No additional image acquisitions were required.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a spine procedure. It was reported that before the procedure, the navigation system could not see the imaging system¿s diodes. The site rebooted the system, and the issue resolved. During the procedure, while navigating, the navigation system froze three times, forcing the site to reboot the system three times. After the 3d spins were completed, the navigation system showed an error on the screen about file transfer not complete, but the imaging was usable for navigation. The site also reported that while navigating, many instruments were seen intermittently and caused delay. It was also reported that registering the instruments was difficult. Surgery was completed utilizing the navigation and imaging systems. Surgical time was extended by less than one hour. There was no reported patient impact.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.